Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was in emergency room as a result of hyperglycemia. The customer¿s blood glucose level at the time of incident was 572mg/dl and the current blood glucose level was 572 mg/dl. The customer was assisted with troubleshooting. The customer experienced symptoms such as nausea, abdominal pain, vomiting and difficulty in breathing for high blood glucose level. Customer report customer does not allege insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that after performing the high performance test the reservoir was leaking. Customer also stated that the auto mode feature of the insulin pump was not on at the time of high blood glucose event. The device will not be returned for analysis.